Event description:
Caller reports lancet protrudes beyond, the end cap of the multiclix device. No adverse event reported. The lancet device was discarded; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6). (B)(4). No product available to be returned.